Event description:
Country of complaint: (B)(6). Thread broke during knotting.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 26 unopened racepacks. There are previous complaints of this code batch regarding other issues. There are no units in OEM stock. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.